Event description:
It was reported that; during trialing of the disc space, the inserter tip broke off into the trial. Per communication with sales rep, stated piece of reported handle was stuck in specialty rasp. We retrieved the broken rasp (B)(4) from the disc space and used a curette to finish scraping.

Manufacturer narrative:
Method: device history review and device evaluation. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The slide trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned rasp. According to a material analysis performed for a previous similar investigation the trial handle tip fractured from fatigue/normal wear and cantilever overload applied by the user. Conclusion:the plausible root cause of the reported event is likely normal wear from extensive use and an overload applied by the user as a result of the tight disc space.

Event description:
It was reported that; during trialing of the disc space, the inserter tip broke off into the trial. Per communication with sales rep, stated piece of reported handle was stuck in specialty rasp. We retrieved the broken rasp ((B)(4)) from the disc space and used a curette to finish scraping.